Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's hearing perception is no longer good. A medical examination showed that the fmt is lying in the middle ear, due to a suppuration. Rtf was not possible. The structures of the middle ear have been damaged by the suppuration to such an extent that excludes re-implantation with a new vorp. The pt was explanted in late 2008.